Event description:
Tag localizer surgical probe didn't work correctly. The surgeon, doctor told the circulating nurse that it was not reading correctly. This is actually the second time this has happened to me in the past 2 weeks at [redacted]. When putting the localizer pen in the area closest to the tag instead of giving me an accurate reading (8 mm), it was jumping between a low and high reading consistently (8/17 mm). When we switched the localizer pen for a new one, this issue was resolved. The implication for patient care is that if our localizer technology is malfunctioning, we are likely to miss the cancer or take a much larger specimen than clinically indicated. Manufacturer response for tag localizer, (brand not provided) (per site reporter).